Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. Several boluses were delivered during testing and recorded properly in the bolus history.

Event description:
It was reported that there was an anomaly with the insulin pump delivering insulin. No further details were provided. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.